Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent an open reduction internal fixation (orif) surgery for femoral trochanteric lateral fractures using the lcp-dhs system. A nail could not be used for the patient because they had been implanted at femoral distal end with a long stem. During the surgery, after the surgeon inserted the first guide wire, he used a triple reamer for blade, he felt that it was a bit hard to ream with an unusual noise. The surgeon confirmed under an image intensifier that the guide wire was broken and a metal piece was seen. The surgeon removed the metal piece and then removed the broken tip of guide wire. The procedure was successfully completed by using a triple reamer for lag screw. A surgical delay was reported as less-than-30-minutes. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6 investigation summary: visual inspection: the guide wire was found broken approx. 70mm from the threaded tip section. There are several heavy marks and usage signs on the entire surface visible. The observed damage is consistent with the reported complaint condition as such the complaint condition can be confirmed. All features related to the reported complaint condition were reviewed and no other issues were identified. Dimensional inspection: feature: diameter (near the broken section of smaller broken part) dimension drawing: 2.5 0/-0.05 mm. Dimension measured: 2.48 mm. Result: pass. Drawing/specification review: the manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Furthermore, as indicated in the manufacturing documents, the correct material (1.4441) was used according iso 5832-1 summary: our investigation shows that the guide wire is broken as described in the complaint description. The for the complaint relevant dimensions were checked as far as possible and found to be within specifications. This and the findings above let us exclude a manufacturing related issue. Unfortunately we are not able to determine the exact cause of this occurrence. We found that the longer broken part of the guide wire runs in a cone at the end. This is an indication that the guide wire was cut off by the reamer and let us suppose that the wire was either bent after the insertion or that too high lateral stress, possibly by high soft tissue pressure, was applied during reaming. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history: part: 338.000s. Lot: 6l76891. Manufacturing site: selzach. Supplier: (B)(4). Release to warehouse date: 12. Mar. 2020. Expiry date: 01. Mar. 2030. Device was first manufactured unsterile under the lot 42p4936 by jabil balsthal and sterilized afterwards. As this complaint is neither packaging nor sterilization related only the manufacturing documents of the unsterile device 338.000 with lot 42p4936 were reviewed: part #: 338.000. Lot #: 42p4936. Supplier lot# n/a. Release to warehouse date:20.02.2020. Manufactured by jabil balsthal gmbh . No ncr`s were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.